Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device #1- perclose at (part #12337-05; lot #70035-6h) and device #2- perclose at (part #12337-05; lot #70017-6h), are being filed under medwatch report #2953144-2009-00072 (device #1) and medwatch report #2953144-2009-00074 (device #2).

Event description:
Device malfunction: suture retrieval (device #3). Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, when the plunger was pulled back there was no suture present. The device was removed and a second and third perclose at were used with the same results. Hemostasis was achieved using a fourth perclose at device. The access site was in a vascular graft. There were no reported adverse pt effects. No additional info was provided.